Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device would not remain powered on which was due to the analog pcb assembly. Physio further examined the removed analog pcb assembly and found there was process residue on filter, designator fl10, which depleted the hybrid layer capacitor (hlc) batteries and the charge-pak. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio found that the device would not remain powered on.